Manufacturer narrative:
A ge service rep performed an on-site investigation. A filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a "high ma" error message and the system was down. The x-ray function was disabled and this occurred outside of a pt procedure. There is no report of pt injury.